Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: an fg maverick 2 mr, 2.00mm x 15mm, was returned for analysis. A visual, tactile, and microscopic examination of the shaft polymer extrusion profile identified no issues. Visual and tactile examination identified multiple kinks along the hypotube. A detailed microscopic examination of the balloon material identified no tears. A microscopic examination of the proximal and distal markerband found no damage, and a microscopic examination of the tip section found no damage. During the leakage test, the balloon fully inflated with no leaks. A vacuum was pulled, and the balloon deflated with no anomalies. The balloon was inflated on three more occasions to its rbp with no leaks observed. No tears or holes were identified in the balloon material.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.